Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse confirmed the safety cover for the rsm electrical plate was missing. The cse placed tape and a sign onto the rsm as a warning to the operator. The rsm electrical plate is located in the rsm cabinet, which should only be accessed by service in case of an error. Siemens is investigating the issue.

Event description:
An aptio automation system was discovered to be missing the safety cover for the electrical plate inside the refrigerated storage module (rsm). There were no injuries due to the missing safety cover.

Manufacturer narrative:
The initial MDR 2517506-2017-00886 was filed on 19-dec-2017. Additional information (19-feb-2018): a siemens customer service engineer replaced the missing safety cover for the electrical plate inside the refrigerated storage module on february 19, 2018. The cause of the missing safety cover is unknown. This device is operating according to specifications. No further evaluation of this device is required.